Manufacturer narrative:
Model number/catalog number: sc-2108-50 m, serial number: (B)(4), batch/lot number: 17398/17690, model/catalog description: scs lead kit, phase 2 sterile package. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 103742/15317, model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was hospitalized due to an infection. It was noted that patient had leaking bodily fluids from the pocket site. The physician believed that the infection was caused by an open wound at the pocket site and spread throughout the lead site. The patient underwent an explant procedure and was placed on antibiotics, the patient was doing well postoperatively.